Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Tandem technical support educated the customer regarding the air removal process. Reportedly, the customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer.